Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels only read "high" on the dexcom screen which would indicate their bg levels rose to greater than 400 mg/dl while wearing the pod on the leg for an unknown duration. The patient reported itching and little marks around the pod site. Also, the patient stated there was a small leak when they removed the pod. Symptoms reported include lightheaded and dizzy. The patient was diagnosed with hyperglycemia. The patient was treated with liquid intravenous insulin. The patient was discharged on (B)(6) 2026.